Event description:
Nature of complaint: it was not a device failure. Nothing was indicated during the case. The patient was already out of the room. After an hour of patient recovery, performed a follow up ultrasound and discovered that the patient developed a pericardial effusion. It had a small pericardial effusion from the start, but it got much larger after the procedure. The pericardial effusion was treated by performing a pericardiocentesis. The patient is doing fine and was released to go home. The procedure was a left atrial appendage occlusion (laao). The effusion was seen around the left ventricle. The ice catheter was taken transeptal. The watchman device was the cause of the pericardial effusion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).